Manufacturer narrative:
On 3/2/2015, the subject enteroscope was received at fujifilm med systems endoscopy division (esd), and was inspected on 3/3/2015. Inspection findings show a damaged light guide fiber optic bundle and stretched bending section wires. Standard quality control inspection concluded the flexible section stiffness was within specification. The subject enteroscope, which is a loaner and fujifilm property, will be repaired. The customer discarded the overtube used during the procedure so it was not available for exam.

Event description:
As reported by physician: (B)(6) woman presenting with history of iron dependent iron deficiency anemia and overt gi bleed with history of gastric gist (gastrointestinal stromal tumor), small bowel obstruction with lysis of adhesions 1994, history of total hysterectomy abdominal approach. Retrograde double balloon enteroscopy procedure performed for obscure overt gi bleed. Outcome was 4 mm polyp identified at distal ileum, suspicious for adenoma, biopsies taken. On retrograde withdrawal of enteroscope a rent was noted at the distal rectum (10 cm from anal verge) at the 9-12 o'clock position. Dr (B)(6) was called in, and the rent was repaired with the apollo endoscopic suturing device. Post-procedure course: 48 hours post procedure, pt is doing well on a monitored ward bed with no clinical signs of leak, abscess; surgery has been following along. Physician is of the opinion the subject enteroscope insertion tube and angulation are excessively stiff and should be evaluated.